Event description:
Tss [toxic shock syndrome]. Respiratory complication [respiratory disorder]. Flu like symptoms [influenza like illness]. Pulse was 176 [heart rate increased]. Temperature over 40 degrees [body temperature increased]. Case description: a male consumer reported that his daughter, a female consumer of unk age, used tampax tampons, version/absorbancy/scent unk, number and frequency of tampons used unk, on unspecified date(s). He reported that she suffered toxic shock syndrome and respiratory complications, and spent several days in intensive care. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: improved. No further info was provided. On (B)(4) 2012, a f/u call was placed to the consumer's father. He reported that his (B)(6) daughter started feeling unwell on (B)(6) 2012. She initially had flu like symptoms, but by (B)(6) 2012 was feeling really unwell so was taken to (B)(6) where "they struggled to get any blood pressure", her pulse was 176 and her temperature over 40 degrees. Initially, it was thought to be viral meningitis, but a doctor at the hosp had seen a toxic shock syndrome (tss) case before so she was tested for both. The tampon was also tested, after which, it was confirmed to be tss meningitis. She was in hosp for two weeks. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer, therefore, unable to proceed with product investigation. Proctor & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g believes the device mfg by p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g. Reason that the device has not been evaluated by the MFR: (B)(4) tss.